Event description:
It was reported that the bd precisionglide¿ needle was blocked by epoxy during the nerve blocker injection. The following information was provided by the initial reporter: "the needle was about to be used for an injection for nerve blocks, however, as the physician pressed down on the plunger, he felt that there was some type of resistance/there was something not right. He pulled the needle out and noticed a white material on the shaft of the needle. A different needle was used to complete the procedure".

Manufacturer narrative:
H.6. Investigation: it was reported there was resistance was met and a white material was on the shaft of the needle. To aid in the investigation, one sample with the plastic shield, but no packaging blister, and one photo were provided for evaluation by our quality team. A visual inspection was performed. The needle has an epoxy drip over at the middle of the needle. No other defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The solution expelled with a normal flow. The epoxy drip over defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle. A device history record review was completed for provided material number 305136, lot number 8228789. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd precisionglide¿ needle was blocked by epoxy during the nerve blocker injection. The following information was provided by the initial reporter: "the needle was about to be used for an injection for nerve blocks, however, as the physician pressed down on the plunger, he felt that there was some type of resistance/there was something not right. He pulled the needle out and noticed a white material on the shaft of the needle. A different needle was used to complete the procedure".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was blocked by epoxy during the nerve blocker injection. The following information was provided by the initial reporter: "the needle was about to be used for an injection for nerve blocks, however, as the physician pressed down on the plunger, he felt that there was some type of resistance/there was something not right. He pulled the needle out and noticed a white material on the shaft of the needle. A different needle was used to complete the procedure".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.